Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for foreign material could not be identified. The legal manufacture reviewed the customer-provided cleaning disinfection and sterilization (cds) processes and identified no apparent deviations from the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope was observed to contain foreign objects in the nozzle. There was no patient involvement.